Manufacturer narrative:
Attempts have been made to obtain additional patient information, at this time no additional information has been received. The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the company specifications. The root cause cannot be determined conclusively. (B)(4)

Event description:
An optometrist reported a bilateral case of corneal haze, observed at nine weeks post photo refractive keratectomy (prk) treatment. Reporter indicated topical steroid eye drop dosage was increased. Attempts have been made to obtain additional patient information, at this time no additional information has been received. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.